Event description:
An olympus representative reported to olympus, on behalf of the customer, rotating the angle adjustment control knob on the evis lucera elite colonovideoscope did not adjust the angle during preparation for an unknown procedure. The procedure was completed with a similar device. Upon inspection and testing of the returned device, it was discovered, there was foreign material exiting the channel. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign material exiting from the channel and insufficient or incorrect reprocessing scope found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, angulation in the up direction was out of standard due to wear of the angle-wire and the stiffness angulation was not functioning due to wear of the stiffness ring. In addition, foreign material was exiting due to blockage of the channel, the water cleaning function was out of standard due to deformation of nozzle and the insertion amount was out of standard due to damage of channel tube. It was noted, there was gap at the adhesive part of ar, liquid leaks due to perforation of channel tube and an e204 occurred. Also, the center of the image was cloudy, the screen was blurred due to damage of charge-coupled device unit, the condition of light guide bundle was not good, the light guide lens was broken (chipped), the connecting tube protector was cut off, the nozzle was deformed and the distal end had scratches and dented. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but the foreign material could not be definitively identified. It was further reported that the user facility reprocessed the device per specifications of the instructions for use. Therefore, a cause of the suggested phenomenon could not be presumed further. Olympus will continue to monitor field performance for this device.